Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the therapy knob on the heartstart xl did not respond as expected. There was no report of pt involvement.